Event description:
It was reported that during a bariatric (gastric septation) procedure, the stapler presented failure during the second stapling in the pouch with a blue reload and lateral. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The analysis showed that the 6tb45 device was received with the anvil in the close position without preload and extended as the anvil crimp was noted to be insufficient. The device was received with no reload in the device. The anvil was manually reinserted on the device and tested for functionality with a test reload on the center position; when fire the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.